Manufacturer narrative:
H10: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Initial observation confirmed a flickering screen. Complaint on paper placed on top of the vent stated that the screen went totally blank, but vent was still working. Replaced new screen and tested now it works flawlessly. Performed ovp & confirmed proper operation of vent. The vela ventilator can be returned to service.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit has flickering screen upon setup. The reporter confirmed that there is no patient involvement associated on this event.